Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12961, 2017865-2019-12962. It was reported that the patient had deceased from congestive heart failure in hospice. There is no known allegation from a health professional that suggests the death was related to the device. The system was explanted, notably the implantable cardioverter defibrillator, right ventricular lead, and left ventricular lead.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 7.2 cm for patient death. Visual examination revealed the cut end of the lead due to procedural damage and no anomalies except for procedural damage. No conductor fractures or internal shorts were noted.